Manufacturer narrative:
This report will be amended when our investigation is complete.

Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that the patient was revised due to pain.

Manufacturer narrative:
Review of the device history records did not find any deviations or anomalies. This device is used for treatment. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. A product history search revealed no additional complaints against the related part and lot combinations. A definitive root cause cannot be determined with the information provided. However, the complaint may be revised upon return of product or further information.

Manufacturer narrative:
This follow up report is being submitted to relay additional information. Concomitant devices: nexgen nonaugmentable stemmed option tibial component catalog #: 00598604701 lot #: 61751854, nexgen lps-flex articular surface catalog #: 00596404010 lot #: 62044016, nexgen all-poly patella catalog #: 00597206535 lot #: 62069748. The complaint sample was evaluated through review of the device history records and the reported event could not be confirmed. A device history records review was performed and no discrepancies were identified. A review of the complaint history determined that no actions are required at this time. Per the packaging inserts associated with the devices, poor range of motion and pain are known adverse effects of the procedure. As source of the pain is unknown, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is number 1 of 4 mdrs filed for the same patient (reference 0002648920-2017-00379 / 00380, 0001822565-2017-03828).

Event description:
It is reported that the patient underwent a left knee arthroplasty revision approximately six months post-operatively due to pain and limping. No additional patient consequences were reported.